Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardiac defibrillator (ICD) was in backup operation. Programming interventions were made. The patient was stable.